Event description:
Patient admitted via ems to emergency department. Unresponsive on arrival and had been found down in his apartment by friends. Coded on arrival. Assessed with neuro complications and sent for CT scan. CT tech called ed stating, "scanner went down during procedure." Unable to complete scan. Had to arrange for patient to be transported to another facility for CT and neuro eval. Took about 1 hour which delayed treatment. Diagnosed with extensive intracranial bleed. Pt died at second facility.